Event description:
It was reported that during a laparoscopic appendectomy procedure, the blue reload misfired. The staples were malformed. They also said the cartridge "looked floppy." A new device of same code was used to complete case without incident. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Unknown day, assumed 1st day of month ((B)(6) 2015) that complaint was reported three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, the cartridge ¿looked floppy?¿ was the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did the cartridge fall into the patient? If yes, was it retrieved? Was the cartridge loose in the device?